Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 75589 with the incident lot was observed.

Event description:
It was reported that bd sedi-20 was damaged. No report of serious injury or medical intervention.